Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported backup battery failed alarm. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 06aug2019, date of report : 12aug2019. The philips service engineer (fse) verified the battery was 10 years beyond its useable expected life and would not power the unit. The fse replaced the battery. The unit passed all performance tests and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 10jul2019. The field service engineer replaced the battery to address the reported problem. The battery was over ten years old and had met it's useful life. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.